Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The manufacturer representative (rep) recommended the patient be reprogrammed once more before having the implantable neurostimulator (ins) removed. It was noted that the patient had a rare form of cancer and was going through chemotherapy for it. Other health issues were reported, with the cancer being the main issue. It was reviewed that the patient could request any doctor he would be meeting with to have a rep meet for reprogramming. Additional information received reported that no one would help him and he would just have the device removed. It was noted that doctors had told him he was in his final stages of cancer and was going to die soon. The patient reported that he was going to overdose on his pain pills and kill himself. The patient was connected to a crisis hotline. Follow-up determined that the patient¿s neurologist did not want the rep working with the patient in her office. The patient had been redirected to his original rep. Further follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) 2015: [omitted information pertaining to the patient¿s feet being swollen/bleeding and a difficulty recharging captured in pes (B)(4), respectively] it was reported that the patient never had therapeutic effect. The manufacturer representative (rep) recommended the patient be reprogrammed once more before having the implantable neurostimulator (ins) removed. It was noted that the patient had a rare form of cancer and was going through chemotherapy for it. Other health issues were reported, with the cancer being the main issue. It was reviewed that the patient could request any doctor he would be meeting with to have a rep meet for reprogramming. Additional information received reported that no one would help him and he would just have the device removed. It was noted that doctors had told him he was in his final stages of cancer and was going to die soon. The patient reported that he was going to overdose on his pain pills and kill himself. The patient was connected to a crisis hotline. Follow-up determined that the patient¿s neurologist did not want the rep working with the patient in her office. The patient had been redirected to his original rep. Further follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and if the patient was receiving effective therapy. This event will be updated if additional information is received. (B)(4) 2015 (rep): additional information received reported that the patient was not allowed to meet the rep at any of his physician hospital facilities in the charlotte area. The patient stated that all these locations would not provide him medical care due to overdue medical bills. The rep had an appointment set to meet with him at the neurologist office however they told them they would not allow it for payment issues. The patient stated that the chemo he received from the ctca was no longer effective and his condition had worsened and was experiencing other symptoms unrelated to his original pain patterns. The patient was confused and felt that these advanced symptoms from the chemo therapy or lack of outcomes should have been controlled by the stimulator. The rep communicated this to his physician at ctca. The rep called the patient back to see if there were any changes in his options of meeting them at the local medical venue however the status was still the same. The patient knows to contact them if he is accepted to a medical facility.